Event description:
Literature was reviewed regarding valve-in-valve transcatheter aortic valve replacement versus redo surgical aortic valve replacement in patients with degenerated aortic bioprostheses. The study population included 266 patients who were predominantly male with a mean age of 80 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve and evolut r transcatheter valves and freestyle surgical aortic root prosthesis. Ten patients died within 30 days of the valve replacement procedure. Of those, three patients were implanted with medtronic devices: patient #135 was implanted with a freestyleand died on the day of the intervention due to a right ventricular tear; patient # 158 was implanted with a freestyle and a corevalve and died three days after the intervention due to obstruction of left main coronary artery and cardiogenic shock; and patient # 272 was implanted with a corevalve and died the day of the intervention due to cardiac tamponade. No further details were provided for these deaths. Of any remaining death that occurred in the study population, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all transcatheter valve patients, clinical observations included: major bleeding or vascular complication, coronary occlusion, cardiac tamponade, arrhythmia requiring permanent pacemaker implant, stroke, myocardial infarction, infective endocarditis, congestive heart failure requiring hospitalization, valve thrombosis, bioprosthetic valve deterioration, and conversion to open surgery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: rosier et al. Valve-in-valve transcatheter aortic valve replacement versus redo surgical aortic valve replacement in patients with degenerated aortic bioprostheses: three-year death rates and haemodynamic performance. Arch cardiovasc dis. 2025 sep;118(8- 9):464-476. Doi: 10.1016/j.acvd.2025.03.124. Epub 2025 may 24. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.